Event description:
The customer reported erroneously elevated troponin I (accutni) results, above the acute myocardial infarction (ami) limit, for one patient involving unicel dxc 600i synchron access clinical system. Subsequent testing on an alternate unicel dxc 600i synchron access clinical system recovered lower results which closely correlated with the patient's clinical presentation. The elevated results were not released out of the laboratory and questioned by the laboratory technician. The lower retest results were issued. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and observed some micro bubbles forming in the wash pump. The fse rebuilt the wash pump, the wash check valve, and verified system hardware per the established procedures. The unit conformed to the manufacturer's published performance specifications. The customer noted a major system preventive maintenance (pm) was performed on (B)(6) 2012. The customer also noted troponin I quality control (qc), performed on (B)(6) 2012, had failed. This medwatch report is related to MDR 2122870-2012-00495.